Event description:
Per biotronik rep kevin brown, the physician nicked this lead while changing out the atrial lead. The next day, it was noticed that the ventricular lead was not sensing properly. This lead was replaced the next day with another linox sd 65/18. There are no adverse events reported for this pt. This lead was not returned.